Event description:
Accidental audience scanning incident. While projecting graphics on scanner set a, the computer that was generating the graphics crashed. It crashed while generating the graphics at a near full deflection angle. The scanner image was being projected through a defraction grading at a fast scan rate. The accidental audience scanning was terminated immediately. This software problem that rptr was not aware of was checked out and repaired by the MFR. Rptr has also installed a beam blocking device.